Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing has separated cleanly from the stress member, and that there was no adhesive on the end of the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume folfusor was damaged. This was noted before patient use. There was no patient involvement. No additional information is available.